Manufacturer narrative:
A visual examination of the returned device found no issue. A functional evaluation was performed by bowing and unbowing the device and found no issue. The device met the minimum bowing specification and bowed within plane. The complaint was not confirmed. As no bends or kinks were present on the device, this is no longer considered a reportable event. A review of the device history record (DHR) confirmed that the device met all manufacturing specifications. A search of the complaint database revealed that no similar complaints exist for the specified batch.

Event description:
It was reported to boston scientific corporation that an ultratome xl sphincterotome was to be used during an endoscopic retrograde cholangiopancreatography (ercp) procedure on (B)(6), 2011. According to the complainant, upon removing the device from the packaging, it was noted that the tip of the sphincterotome was bent and twisted. No visible damage was noted to the packaging of the device. The procedure was completed with another ultratome xl sphincterotome. There were no patient complications as a result of this event. The patient condition at the conclusion of the procedure was reported to be "stable."

Manufacturer narrative:
(B)(4):the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that an ultratome xl sphincterotome was to be used during an endoscopic retrograde cholangiopancreatography (ercp) procedure on (B)(6), 2011. According to the complainant, upon removing the device from the packaging, it was noted that the tip of the sphincterotome was bent and twisted. No visible damage was noted to the packaging of the device. The procedure was completed with another ultratome xl sphincterotome. There were no patient complications as a result of this event. The patient condition at the conclusion of the procedure was reported to be "stable."